Manufacturer narrative:
Additional information received from a manufacturer representative reported the patient information. Additional information received from a manufacturer representative reported that the event happened on 2020-2-20. The system serial number was corrected from (B)(4) to (B)(4). A medtronic representative went to the site to perform a system check out and they found that the system functioned as intended. No problems detected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Confirmation that there was no delay to the case. The manufacturer representative stated that the surgeon was potentially not inaccurate. The surgeon made his first burr hole and the skull mounted trajectory guide base plate was smaller than the perforated burr hole so the three screws would not sit tight on the skull. The surgeon made a second burr hole to put the base plate and since he did not reset the entry point, that could have caused inaccuracy.

Manufacturer narrative:
Other relevant device(s) are: sw kit 9735737, stealth s8 cranial, version (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that during a cranial biopsy procedure the surgeon had difficulty and the biopsy was non-diagnostic tissue. The surgeon did a trace registration and had a good registration, did a burr hole and had issues getting the skull mounted trajectory guide on top of his burr hole. He changed his burr hole location and this time he was able to attach the base, but his biopsy sample was non-diagnostic tissue. The surgeon stated that he did not change his entry point, which is likely when a biopsy does not yield diagnostic tissue. The surgeon stated that they did another biopsy on the patient a couple days later using navigation and had a successful biopsy sample. There was no reported impact on patient outcome. There was no surgical delay reported.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Reviewed archive but provided no additional insight regarding the cause of reported complaint. However, did agree with technical analysis that the trace pattern only covered the nose and forehead. Recommend tracing posterior and laterally on both sides for registration. The trace pattern could have contributed to the inaccuracy, but unable to determine probable cause. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.